Manufacturer narrative:
This report is submitted on july 05, 2023.

Event description:
Per the clinic, the patient underwent repositioning surgery (date not reported) due to extrusion of actuator. The implanted device remains.